Event description:
It was reported that pump displayed malfunction code and there were no notable events prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged instructions.